Event description:
Information was received that device failed accuracy by - 8.2 percent. Incident occurred during testing; no patient involvement.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. The device history log was reviewed; no discrepancies noted. Three separate delivery accuracy tests were performed; no discrepancies observed. Based on the evidence the root cause is unknown as the complaint was not confirmed.